Event description:
(B)(4). Initial information received from a member of a physician's office staff on (B)(6) 2008: currently, a (B)(6) female received one vial per area per treatment of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] for cosmetic use in 2007. She had received a total of four treatments that were spaced four weeks apart. Her last treatment was in (B)(6) 2007. There was no previous use of product. In (B)(6) 2008, approximately one year after her last injection, she experienced two nodules; one nodule was under the left eye to the jaw area and the second nodule was on the right jaw. The event was ongoing at the time of this report. Treatment with poly-l-lactic acid does not continue. Concomitant medications reported as none. No further medical information reported.

Manufacturer narrative:
Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unknown,) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.